Event description:
A malfunction was reported on a customer's pump, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted them with the process. The malfunction code did not recur after the pump was reset, and the customer was able to continue using the pump. Technical support advised the customer to call back if the malfunction code reappeared, and the customer confirmed their understanding.